Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was not received from the customer. However, clinical details were sufficient to determine the root cause. The root cause of the optical signal issue was most likely user error, due to the pump being pulled back too far into the aorta which caused bending to the device. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, there was a dampened placement signal. Upon attempts to reposition, the pump fell out of the ventricle and could not be re-advanced. A new pump was used. The procedure outcome was noted that the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).